Manufacturer narrative:
Event date is date of publication provisional versus elective two-stent strategy for unprotected true left main bifurcation lesions: insights from a fails-2 sub-study. Doi.org/10.1016/j.jcard.2017.09.207. If information is provided in the future, a supplemental report will be issued.

Event description:
The 1270 patients were enrolled to this study. During the study, zotarolimus-eluting stents were implanted in the rca, lmca, lcx and lad. At 1-year and 3-year follow-up, cardiac deaths, tlr, myocardial infarction and definite or probable stent thrombosis were reported.